Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 49.5 cm and 59.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 3max was fractured. This type of damage typically occurs due to improper handling during removal from the package. If the device is forcefully withdrawn from the packaging hoop at an angle, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 3max reperfusion catheter (3max) was fractured at the mid-shaft upon removal from the packaging hoop. The damaged 3max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 3max.